Event description:
The pt has an asr revision.

Event description:
Pain in groin, aches in legs.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
(B)(4). Asr revision x 2. Pain in groin, aches in legs. Surgery date: (B)(6)-2007. Right left. (B)(4). Update - received info on two separate claimsuites that this is a bi-lateral patient. I am now able to separate out the products for the left and right side. This com is for the right side. Added hospital , revision date, type of replacement, hip side and reason for revision not originally stated on original dint. Taken from claimsuite dated (B)(6) 2014 hip - right. Type of replacement - resurfacing. Hospital - (B)(6). Revision date - (B)(6) 2010. Reason(s) for revision: alval / soft tissue reaction. Querying implant date as does not match man dates. (B)(6) 2014. Response from file handler with correct implant date - see email dated (B)(6) 2014. (B)(4).